Manufacturer narrative:
Batch review performed on 02 january 2020; lot 1902887: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the complaint, batch review performed on 02 january 2020; ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 1901948 lot 1901948: (B)(4) items manufactured and released on 21-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner 1 month after primary. The surgery was completed successfully.